Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response (atr) episodes showing far-field r-wave oversensing. The ICD remains in service. No adverse patient effects were reported.